Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019 to (B)(6) 2019. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured between august 08, 2018 - august 09, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak coming from the spike port cap at the base of the spike port tubing. The reported condition was verified. The cause of the leaking condition could not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.